Event description:
Stryker suction irrigator noted to be leaking from one of the entrance tubes. Immediately replaced with a new one without incident. Rn circ did state that this has happened in the past - recently and a report was filled out.